Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was in the 140 beats per minute range. The right ventricular (rv) lead exhibited high thresholds and decreased r-waves. It was also noted that the right atrial (ra) lead exhibited occasional under-sensing atrial beat. The lead remains in use. No further patient complications have been reported as a result of this event.